Event description:
The customer reported a disconnection between the cfn pump set and an ICU medical microclave nos with leaking noted on patient's bed. Vancomycin and ns were infusing. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.